Event description:
A complete investigation could not be performed since the catalog number and lot number were not reported by the facility. The only description given was "anesthesia IV set". Also, no sample has been received to date. Engineering studies have been performed to determine the optimal way to package our IV sets so as to avoid any major kinking in the tubing. When a kink is present in the tubing there is a chance it will cause the tubing to flatten when it goes through sterilization. In most circumstances, this flattened tubing still allows solution to flow at an accpetable flow rate. If a kink occurs above the cassette which occludes the tubing, it can cause the "empty bag" alarms they are experiencing since no fluid can get through the tubing to the pump. Due to reports of this nature, however, a task force has been assigned to look at issues associated with kinked and flattned tubing. B. Braun has sent representatives to firsthealth to discuss these issues they are experieincing and review the samples. Some of the sets they are reporting as "no flow" did in fact flow when hooked up in a simulated use situation. B braun understands, however, the severity of the issues this customer is having and how they have become sensitive to these defects. This is why we have done extensive testing on our end to determine the best way to resolve this issue. Based on testing, engineering and mfg have reconfigured some of the packaging and coiling techniques. Instead of the shipping cartons containing 50 sets, they will now only contain 24 in a single layer as to avoid pressure on complicated sets during sterilization. The packaging has also changed to use a longer pouch so longer sets have ample space, so as to minimize the chance of kinking.

Event description:
IV tubing sets had flattened areas that would not allow fluid to flow through.